Event description:
It was reported that intermittent cartridges were leaking from the o-ring. Additionally, it was reported that intermittent cartridges became damaged. Reportedly, the cartridge was changed to address the issue and insulin delivery was resumed. There was no reported adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
Device not returned.